Manufacturer narrative:
Examination of the returned instrument confirmed the black plastic protector component has cracked and become disassembled from the wrench. CAPA (B)(4) was initiated to further investigate and determine root cause and corrective actions. Co 103025887 has been initiated to change the design of product code 961673 as part of CAPA (B)(4). The current complaint sample was manufactured prior to the implementation of co 103025887. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Event description:
Instrument was previously used in a knee revision (2nd stage, no depuy products removed) on (B)(6) 2014. The broken instrument is a femoral adapter torque wrench, code 96-1673, has a broken plastic piece. Surgeon completed the case without difficulty and no delay to procedure. Instrument issue was not noted during the procedure but was only noted when the case was sent out again this week.